Manufacturer narrative:
E1: (B)(6). H4: device manufactured on august 29, 2022- august 30, 2022. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a small amount of fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of the small leak inside the bag was found to be untightened blue winged cap. A functional leak testing was performed with no issues noted. The reported condition was verified. The cause of the reported condition was due to a use error by not securely tightening the blue winged cap. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the blue winged cap. The device was returned for evaluation, and it was observed that there was a small leak inside the overwrap due to an untightened blue winged luer cap. There was no patient involvement. No additional information is available.